Manufacturer narrative:
Proximate linear cutter: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. The cartridge was not returned with the instrument. As the cartridge was not returned, the interaction between the instrument and cartridge could not be analyzed. The knife condition was evaluated and were no anomalies noted with the blade. The instrument was fired with a reload cartridge. The instrument fired and formed all the staples and cut the test media as designed. The reported incident could not be recreated.

Event description:
It was reported that the tlc75 was used during a colectomy. It was reported by the affiliate that the instrument would not cut the tissue. The surgeon cut the tissue with surgical scissors. There was no consequence to the pt.